Manufacturer narrative:
It is unknown if the patient underwent revision surgery. Device was not explanted at the time of reporting. Device is not expected to be returned for manufacturer review/investigation. Based on the returned x-rays it was confirmed that the helical blade has migrated with respect to the nail. The condition of the locking mechanism could not be determined based on the x-rays. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Bmi was(B)(6). Patient weight is unknown. Number 510k: 1 unknown tfna helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Explant date is unknown. Complainant part is expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Post-operative x-rays taken on an unknown date during patient follow up revealed that the locking mechanism in the nail had failed to lock causing the helical blade to migrate or slide out of its intended location and the entire construct collapsed. The patient may require a revision surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tnfa (trochanteric fixation nail-advanced) nail failed postoperatively. It was further explained that the nail, unknown helical blade and distal locking screw (quantity unknown) were originally implanted on (B)(6) 2017 and post-operative x-rays taken on an unknown date during patient follow up revealed that the locking mechanism in the nail had failed to lock causing the helical blade to migrate or slide out of its intended location and the entire construct collapsed. Reportedly, nail was locked per procedure using a torque limiting guide and x-rays taken right after the surgery showed the construct locked in the proper location and that the locking mechanism in the nail appeared to be down. The patient may require a revision surgery. All available information has been reported. Should the patient be revised the construct will be returned for investigation. The x-rays taken during follow up showing the failed nail and collasped construct are available for investigation. Concomitant devices reported: distal locking screws (part # unknown, lot # unknown, quantity unknown). This report is for 1 unknown tfna helical blade. This report is 2 of 2 for (B)(4).